Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with low flow alarms and elevated blood pressure. The patient received intravenous fluids. The following day the patient continued to experience low flow alarms, however, the blood pressure was better. The patient was placed on dobutamine and then on epinephrine on (B)(6) 2015 to support right ventricular function. On (B)(6) 2015 fluoroscopy of the driveline was performed and a small external shadow was seen. The patient reported that the alarms stopped when he changed to battery power. The patient was placed back on the power module and the driveline was manipulated in the location of the shadow noted during fluoroscopy. Low flow alarms were reproduced when holding the driveline in different areas while manipulating the driveline back and forth. There was no physical indication of any areas of concern when feeling the driveline. The system controller was exchanged with another system controller. A ramp echocardiogram found that the left ventricle was not unloading, even at a speed of 11,000 rpm. On (B)(6) 2015, the hospital personnel unsuccessfully tried to again reproduce the low flow alarm events by manipulating the driveline. It was noted that the log file driveline data was stable and a driveline evaluation or a pump replacement was not planned at that time. On (B)(6) 2015, it was reported that an intra-aortic balloon pump (iabp) was placed. A transesophageal echocardiogram reportedly revealed what appeared to be a clot in the inflow and outflow cannula with little flow going through the pump. On (B)(6) 2015, it was reported that the data log file had not captured any low flow events after the iabp was placed, indicating that the iabp was increasing the volume seen by the pump, causing the flow calculation to remain above the 2.5 lpm low flow event trip point. On (B)(6) 2015, the patient received a heart transplant and was reportedly doing well.

Manufacturer narrative:
The device was received on 10/20/2015. The explanted device was returned for evaluation. Evaluation of the submitted system controller log files confirmed the reported low flow hazard alarms. During the evaluation of the returned lvad pump, upon removal of the bend relief, the outflow graft was noted to be twisted near the graft attachment. Some tissue ingrowth was present within the kinks, indicating that the distortion may have been present during support. If the kinks were present during support, the restricted blood flow path could have potentially contributed to the reported low flow hazard alarms. Some small, thin depositions of blood and biological material were present on the interior of the outflow graft which appeared to have been altered by the application of a fixative agent; it could not be determined if the deposition was present during support. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual examination and hipot testing of the underlying wires revealed no area of compromised wire insulation. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.